Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream occlusion alarm was reproduced. Evaluation was able to power the device on, run a loaded set and power the device off with no discrepancies. Evaluation sent the device to flow for downstream occlusion testing where it had failing results. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the device needs to be sent for force sensor no tube and scale factor calibration. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of constant downstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.